Manufacturer narrative:
After investigation, the complaint alleges contaminate issue on the same slide (catalog number 491346, serial number (B)(6)). Quad bundle height was checked with no issues, lines were cleaned with contrad and all outer tubing was cleaned thoroughly with cleaning solution. Instrument has been handed back to the site for regular use and without error. Based on service investigation, the complaint is confirmed, however the root cause is unknown. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Service history review revealed no complaint for similar root cause attributes. Samples were not received by quality for investigation and thus, returned material investigation could not occur. No new trends, risks, or hazards were identified as a result of the complaint. Bd quality will continue to closely monitor for trends associated with this complaint.

Event description:
It was reported while using totalys slideprep, cross-contamination of unknown was suspected on the slide after using the instrument. No further information was given in the description to contamination specifics, but only that contamination was reported. No adverse impact was reported regarding the patient or user.